Event description:
It was reported that during use two staples came out together and the stapler could not be used.

Manufacturer narrative:
Qn#(B)(4). The device history review for the product visistat 35r 6/box lot# 73b2200424 investigation did not show issues related to the complaint. Teleflex will continue to monitor and trend related events.